Event description:
The report received via the database indicates that the male pt with a history of hypertension, diabetes mellitus, cad, and mi was noted to have experienced a myocardial infarction one day post-stenting of the right internal carotid. It was reported that the pt had experienced chest pain and unstable angina the day prior to the procedure. At the start of the carotid stenting procedure, prior to insertion of any device, the pt complained of chest pain on the table. The carotid stenting was performed anyway, and was completed successfully. The following day, the pt went for cardiac cath, which revealed a new 100% stenosis in a vein graft to the lad and 95% in-stent restenosis (isr) of a non-cordis bare metal stent in the lad. The isr was treated with ptca. Based on the pt's history of cad and the findings of the cardiac cath, it was noted that the physician believes the mi would have occurred whether the carotid stenting procedure was performed or not, and believes it is possible the mi occurred prior to the procedure.

Manufacturer narrative:
The product is not available for eval and testing. Additional info will be submitted within 30 days of receipt.